Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 using the coolcore applicator to the bilateral upper abdomen and the coolmax applicator to the center lower abdomen who developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2018. The ph was described as having two visibly enlarged pockets of soft tissue.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 using the coolcore applicator to the bilateral upper abdomen and the coolmax applicator to the center lower abdomen who developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2018. The ph was described as having two visibly enlarged pockets of soft tissue.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2015 using the coolcore applicator to the bilateral upper abdomen and the coolmax applicator to the center lower abdomen who developed paradoxical hyperplasia (pah/ph) 8 months after treatment and was diagnosed with ph to the upper abdomen on (B)(6) 2018. The ph was described as having two visibly enlarged pockets of soft tissue.